Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during placement of a low voltage lead the patient went into cardiac arrest which was resolved by delivering pacing therapy. It was also reported that the lead was suspected of perforation and pericardial effusion which resolved while the patient was hospitalized for observation. The physician noted that these events were attributed to the patient's anatomical issue. The lead remains in use. No further patient complications have been reported as a result of this event.